Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Weld broke around wheel. Was outside and sat down and heard a noise. Then fell over and the next thing I saw I was picking myself up off the ground